Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/10/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the needle retrieved in the same procedure? Was additional tissue incision required to remove the needle? Please provide the lot number for the product. Product code 8525t is invalid, please provide correct product code.

Event description:
It was reported that the patient underwent an exploratory laparotomy procedure on (B)(6) 2017 and unknown suture was used. During the procedure, the suture detached from the needle and another like device was used to complete the procedure. Additional information has been requested.